Event description:
Rn in employee health states that the nurse aide was seen in employee health in 2001 for symptoms of rash and redness of hands after wearing the gloves. The nurse aide was diagnosed with allergic dermatitis, and given a prescription for hydrocortisone cream. Per rn, this individual is now fine.